Event description:
Per clinical review: on an unknown date previous to (B)(6) 2021 (no response to follow up), the team noted that the central control monitor (ccm) screen membrane was creased and affecting touch screen operation during cardiopulmonary bypass (cpb). The procedure was completed successfully without a change out. After the case, the end user swapped out the ccm with a spare and the defective ccm was picked up on (B)(6) 2021. There was no blood loss and no delay.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the ccm was used for the remainder of the case with the assistance of the user facility's manufacturer trained biomedical technician. The biomedical technician replaced the ccm after the procedure. The fsr returned the ccm to the manufacturer for further evaluation. During laboratory analysis, the product surveillance technician (pst) observed a deep crease on the touch screen sensor panel of the ccm. The pst connected the ccm to a lab use only (luo) test fixture and observed the deep crease to have no functional impact on the ccm upon power up. The pst allowed the ccm time to warm up and then observed the touch screen to not track as it should. After the pst allowed the ccm time to cool down, the touch screen tracking worked as it should and the ccm passed all testing. It was determined that the touch screen tracking issue was intermittent and did not meet specification.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) touch screen operation was affected by a crease in the membrane. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.